Event description:
Rust found on chisel blades. These new chisel blades (which have never been used before) they were bought within the last half year, gets rust on the blades the first time they are washed and sterilized. This is 2 of 2 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation has shown that the chisel blades presents some spurs of corrosion. The review of the manufacturing documents revealed that the present instruments were manufactured in july 2010 and january 2011 according to the specifications. No manufacturing related conditions were found. In general we have to point out that even so-called stainless steel is only rust-resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. No product fault could be detected. The instrument was manufactured according to the specifications.